Manufacturer narrative:
Device evaluation completed on october 12, 2021: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the artoura ss, t exp,uhp,650cc tissue expander. Leak testing was performed in accordance with mentor procedures and a tear was found in the anterior aspect of the artoura ss, t exp,uhp,650cc tissue expander, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have been damaged prior to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who was going to have an unknown procedure with an artoura breast, 650cc, tissue expander experienced left sided deflation pre-implantation. The health care professional received an expander with a hole in it. No adverse event or patient consequences was reported.